Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 06 occurred. Additionally, it was reported that a cartridge alarm 05 occurred and occlusion alarms occurred. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 134 mg/dl.